Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of the event was 450 mg/dl and reported loss of communication. The customer treated high blood glucose with insulin pump (subcutaneous insulin infusion). It was unknown that the auto mode was activated at the time of the event or not. It was unknown that the further patient complications were reported or not. Troubleshooting was not performed; however, it was unknown whether the customer will continue use of the device or not. The product will not be returned for analysis.